Event description:
A power source alert 07 was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer used the tandem charging cable and wall adapter and resolved the issue by leaving the wall adapter plugged into a working outlet for at least 30 minutes, which successfully initiated the charging of the pump. No further assistance was required.